Manufacturer narrative:
The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2013-00007). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a revision procedure eleven years post-implantation due to allegations of elevated metal ion levels and pseudotumor. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.